Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and self tests. No unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. During pump rewind however, the unit returned an unexpected pump error 41. The problem is isolated to the electronics since after further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. Unable to perform the displacement test due to the recurring pump error 41. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. Customer has tried a replacement battery cap. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.